Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient was revised due to a dislocation suffered within the recovery room. Doi: (B)(6) 2009 - dor: (B)(6) 2009 (right side). Pfs and medical records received. Pfs has no new allegations indicated. After review of medical records for MDR reportability it was reported that the patient was revised to address dislocation. Analysis determined that the patient had probably had excessive anteversion of the acetabular component resulting to anterior dislocation. Revision note stated, the patient was exceptionally stable posteriorly but dislocated anteriorly with extension and external rotation, all products implanted were removed. There was slight pistoning noted. Updated patient demographic and added two bone screws, sleeve and cup.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.